Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a thoracic aortic aneurysm of unknown size. It was reported that during follow up on an unknown date a CT scan and angiography identified an type iiib endoleak. It was reported that it was suspected that interference with the first bare stent occurred. It is noted that the vamf3636c100 which was firstly implanted distally was caught on by the vamf4238c150 when it was being implanted proximally, and perforation on the vamf4238c150 occurred. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.